Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and after testing the cardiosave, the stm was not able to duplicate the reported issue. The ibp cable was checked with minisim and passed to specifications. The stm then checked ECG and ibp inputs with cardiosave trainer and functioned to specifications. ECG and ibp calibrations passed to specifications. The stm could not test customer's ECG lead wires and trunk cable because they were missing from cardiosave storage compartment. The stm informed to the customer, about it. Subsequently, the unit passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not recognizing blood pressure and EKG. There was no patient involvement, and no adverse event reported.